Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: a2 - d7 - d11 - e1 - h2, correction: a1 - a3 - b4 - g4 - g7 - h10. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00104.

Manufacturer narrative:
D10, concomittant medical devices: item number 01.00402.065, item name revitan proximal part, cylindrical, uncemented, 65, taper 12/14, lot #2427873. Item number 00-8775-032-02, item name biolox delta, ceramic femoral head, m, 32/0, taper 12/14, lot # 2464984 / 2465495 / 2465969. Item number unknown, item name cls cup hip impl win gen, lot # unknown. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: bleeding. No lot trend: no additional similar investigated events for the lot numbers 2462607, 2427873 and 2464984 / 2465495 / 2465969 have been found. Review of event description: it was reported that during revision surgery of a revitan stem on (B)(6) 2019 the patient suffered from heavy bleeding. The revision surgery had to be aborted after removal of the proximal part. Revision was completed on (B)(6) 2019. The revision of the fractured revitan stem is treated in the case (B)(4)( MFR- 0009613350-2019-00097). Review of received data: the surgical report from the revision surgery on (B)(6) 2019 was received. Diagnosis: stem loosening left. Surgery: exchange of fractured proximal femur stem left. Procedure: osteotomy of the trochanter major. Loosened proximal stem part can be removed without issues. Fracture of distal stem noted, there this part needs to be revised as well. A part of the lateral corticalis is sawed open and opened up ventrally. Using different chisels, the stem component is circular dissected. Using the diamond drill a whole is bored into the proximal part of the stem for the chisel. It is tried to impact the stem in order to explant proximally. There is a sudden increase and more diffuse bleeding. Stabilisation of the heart and circulation. Due to the instabile situation, revision surgery is aborted. After stabilisation of patient, second part of revision surgery shall be performed. The report for the transferring of the patient from (B)(6) hospital has been received. The patient was at this hospital from (B)(6) 2019 to (B)(6) 2019. Intra-operatively there were complications involving instability of the circulatory system with a blood loss of 1300ml which led to the surgery being abandoned before the new shaft was implanted. The patient's circulatory system had to be supported intra-operatively with a therapy using noradrenalin. The patient had to be transferred to the ICU within the hospital. The patient was supplied with 4 packets of red blood cells, 2 fresh frozen plasma (ffp) and 2x2g fibrinogen as well as 18 liter volume. The bandages and redon-drainages had to be exchanged numerous of times due to blood loss. The patient was transferred to ICU in lucerne due to persistent instability of the circulatory system. Bleeding stopped spontaneously. Patient could be stabilized after having received 4 erythrocyte concentrates and noradrenaline. Therapy using beta blockers. Moreover, an implantation report, x-rays and the report from the second part of the revision surgery (B)(6) 2019 have been received. This data is reviewed within (B)(4), as the information would not contribute to the investigation of this event. Devices analysis: the retrievals are investigated within (B)(4). As this case addresses the intraoperative heavy blood loss, no devices analysis is needed. Review of product documentation: all involved devices are intended for treatment. The surgical technique no. 06.01169.012 rev. 04 describes the correct explantation technique. Conclusion summary: it was reported that during revision surgery of a revitan stem on (B)(6) 2019 the patient suffered from heavy bleeding. The revision surgery had to be aborted after removal of the proximal part. Revision was completed on (B)(6) 2019. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify an association of the devices to the blood loss, which the patient has experienced during revision surgery. The most likely root cause is a handling error of the surgeon. However, as the surgical report does not state how the heavy bleeding was caused, this root cause cannot be confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update.

Manufacturer narrative:
Concomitant medical products: revitan, proximal part, cylindrical, uncemented, 65, taper 12/14 ¿ item# 01.00402.065, lot# unknown. Biolox forte, head, m, 32/0, taper 12/14 ¿ item# 12.32.06, lot# unknown. Cls cup ¿ item# unknown, lot# unknown. The revitan distal here reported is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071723. X-rays, and product pictures were received and will be reviewed as part of ongoing investigation. (B)(4) is zimmer biomet's reference which reports the revision due to device fracture: 0009613350-2019-00097. Device history record (DHR) review could not be performed as the lot number of the device involved in the event is unknown. The following reports are associated with this event: 0009613350-2019-00106 (revitan proximal), 0009613350-2019-00108 (biolox head). A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Remains implanted.

Event description:
It was reported that the patient experienced heavy bleeding during this revision surgery and therefore it was not possible to complete the procedure. Revitan distal remained in situ. Attempts to obtain additional information have been made; however, no more is available.